Event description:
It was reported that during use on a patient, the external pulse generator (epg) had a pacing and sensing "failure." Of note, the pacing ramp for the atrial and ventricle worked "simultaneously." The atrial measurement could not be taken. Data was measured by the analyser and was "favorable," but the epg could not pace and sense. The physician decided that the pacing was not possible; therefore another epg was used. The epg was sent for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the ventricular cable had an apparent fracture. Product ID: 5388; product ID: 5433a, (B)(4).

Manufacturer narrative:
(B)(4).